Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. At the time contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised patient's father to test the alert functionality and reported high alerts were functional. However, low tone alert was not functional, only vibration was.

Manufacturer narrative:
(B)(4).